Event description:
It was reported that the internal tube broke after less than one month of use. No patient injury was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One sample of a tracheostomy tube was received for evaluation. Visual inspection was performed, and they observed the distal end of the inner cannula to be broken with a longitudinal crack. The customer reported malfunction was verified. A cut of this magnitude at the time of manufacturing would have been detected during the inspection and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4).